Manufacturer narrative:
The reported events of inability to interrogate and loss of capture were confirmed. As received, the device had no telemetry communication and no output. Visual inspection of the header attachment area detected a bonding anomaly. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and battery was found at normal levels. Hybrid circuitry was tested and the results indicated normal current drain. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Event description:
The patient presented to the hospital follow a loss of pacing from the device due to arrhythmia. The device was unable to be interrogated. The device was explanted and replaced. The patient was stable.